Manufacturer narrative:
During visual inspection of the insulin pump, moisture damage was found on the electronics, motor, battery tube, vibrator, and keypad assemblies. The following cosmetic damage was noted: cracked reservoir tube lip, case cracked at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer has a blood glucose level was unknown at the time of the call. The customer states that there is fluid/moisture in the insulin pump due to water exposure. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis.